Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Resulted from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. This report was mailed to FDA on: (B)(4) 2014. The manufacturer internal reference (B)(4).

Event description:
A surgeon reported that following a glaucoma filtration device implantation surgery, a pt experienced increased intraocular pressure and eye pain. A trabeculectomy was performed. The intraocular pressure remained elevated. The surgeon felt the shunt may be clogged and the shunt was explanted. Additional information has been requested.